Event description:
It was reported the patient stayed at a skilled nursing facility and was found with altered mental state and unresponsive yesterday, (B)(6) 2015. The patient was brought to hospital yesterday and the patient was currently in the ICU. The reporter did not know when the pump was last filled. The hcp stated that the patient¿s family had indicated the patient had come in back in (B)(6) and at that time there was a question about the functionality of the pain pump. The patient¿s family had stated ¿something about¿ the pump being empty back in (B)(6) and there were no alarms. The reporter planned to call the patient¿s pump managing hcp. The pump managing hcp reported the cause of the altered mental status and unresponsiveness was unknown. The patient was not receiving it med. The patient did not return for follow-up. It was unknown if the empty reservoir was confirmed in december. The hcp indicated the pump was dry at (B)(6) 2014 at family/patient request. The pump was used to deliver hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).